Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / chronic') and genital haemorrhage (',gen. Abnormal. Bleeding') in an adult female patient who had essure (batch no. D25515, d23515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and medical device monitoring error "novasure uterine ablation and essure implant was done on the same day". The patient's medical history included vaginal discharge on (B)(6) 2017, uterine fibroid on (B)(6) 2016 and biopsy endometrium (scant fragments of benign endometrium negative for hyperplasia and malignancy) on (B)(6) 2016. Essure confirmation test(s) conducted, specify: unknown. Previously administered products included for an unreported indication: mirena on (B)(6) 2016 and yasmin. Concomitant products included clonazepam from (B)(6) 2018, eszopiclone from (B)(6) 2018, ethinylestradiol; etonogestrel (nuvaring) (B)(6) 2016 to (B)(6) 2017 and vitamin b complex since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), vaginal infection ("bladder/urinary problems : vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psych injury: anxiety and and mental anguish"), migraine ("migraine headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and depression ("psych injury: depression"). The patient was treated with surgery (on (B)(6) 2018 hysterectomy with bilateral salpingectom, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and vaginal infection had resolved and the vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: claiming pain: pelvic/ abdominal, chronic: received treatment for pain? Yes. Claiming bleeding: menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleeding: received treatment for bleeding? Yes. Received treatment for bleeding? Yes: received treatment for bladder/urinary problem? Yes. Discrepancy noted with lot number: d25515, (as per pfs), d23515 (as per mr). Uterus sounded to 7 cm. Uterine cavity was densely adhered consistent with history of prior uterine ablation uterine fibroids were noted. Right ovary appeared abnormal and densely adhered to uterus. Bilateral ureteral jets noted. Left ovary appeared normal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs and medical record received: new events vaginal infection, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), depression, anxiety and mental anguish, migraine headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), patient did not undergo essure confirmation test, medical device monitoring error added. Reporter information, other relevant history, product lot, concomitant drugs and reporter causality comment were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / chronic') and genital haemorrhage (',gen. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify: unknown. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems : vaginal infection"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: claiming pain: pelvic/ abdominal, chronic: received treatment for pain? Yes claiming bleeding: menorrhagia (heavy menstrual bleeding), gen. Abnormal. Bleeding: received treatment for bleeding? Yes received treatment for bleeding? Yes: received treatment for bladder/urinary problem? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events: abdominal pain, menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleeding, psych injury, bladder/urinary problems : vaginal infection, were added. Removal details added. New reporter and plaintiffs information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.